Event description:
Nuvasive vuepoint 2 screw 3.5x24ma pedicle screw head broke, leaving the body of the screw implanted on patient cervical spine. No harm- reached patient, no monitoring required. I have alerted the company of this issue so they may open a case and investigate the issue. Information including lot number provided to regulatory affairs for reporting to FDA. Supply chain to follow up with vendor.